Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. She also reported that the reservoir had air bubbles. The blood glucose at value was 313 mg/dl; treated with a bolus. Troubleshooting was not performed as the customer stated she got the reservoir fixed and did not want to change the set due to not having enough supplies. The reservoir will not be returned for analysis.